Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Respond edge post-market clinical study. It was reported that moderate aortic regurgitation and left bundle branch block(lbbb) occurred. Prior to the index procedure, heparin or another anticoagulant was given. The subject was on prior regimen of aspirin and other antiplatelet medications at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial and complete re-sheathing of lotus edge valve in the delivery system catheter and deployment into more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). Post valve deployment, the subject was noted with left bundle branch block. One day post index procedure, pre discharge/post procedure transthoracic echocardiogram(tte) assessment revealed moderate aortic regurgitation was noted. Four days post index procedure, the subject was discharged on aspirin, clopidogrel and other anticoagulants. It was further reported that moderate aortic regurgitation did not occur as previously reported and has been withdrawn. One(1) day post index procedure, the subject developed heart failure, diagnoised by computed tomography (CT) scan. The event was treated medically. The event was considered recovered two(2) days later.

Manufacturer narrative:
A1: patient identifier: (B)(6). B5: describe event or problem: updated. H6: patient codes: updated.

Event description:
Respond edge post-market clinical study . It was reported that moderate aortic regurgitation and left bundle branch block(lbbb) occurred. Prior to the index procedure, heparin or another anticoagulant was given. The subject was on prior regimen of aspirin and other antiplatelet medications at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial and complete re-sheathing of lotus edge valve in the delivery system catheter and deployment into more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). Post valve deployment, the subject was noted with left bundle branch block. One day post index procedure, pre discharge/post procedure transthoracic echocardiogram(tte) assessment revealed moderate aortic regurgitation was noted. Four days post index procedure, the subject was discharged on aspirin, clopidogrel and other anticoagulants. It was further reported that moderate aortic regurgitation did not occur as previously reported and has been withdrawn. One(1) day post index procedure, the subject developed heart failure, diagnoised by computed tomography (CT) scan. The event was treated medically. The event was considered recovered two(2) days later. It was further reported that the previously reported heart failure event was not attributed to the lotus edge device.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that moderate aortic regurgitation and left bundle branch block(lbbb) occurred. Prior to the index procedure, heparin or another anticoagulant was given. The subject was on prior regimen of aspirin and other antiplatelet medications at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial and complete re-sheathing of lotus edge valve in the delivery system catheter and deployment into more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). Post valve deployment, the subject was noted with left bundle branch block. One day post index procedure, pre discharge/post procedure transthoracic echocardiogram(tte) assessment revealed moderate aortic regurgitation was noted. Four days post index procedure, the subject was discharged on aspirin, clopidogrel and other anticoagulants.